Event description:
A remstar plus c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, it was visually inspected, scrapped and found evidence of blower foam degradation and a cigarette smoke contamination. Additionally, the service technician also noted an error code: 65 (err_stuck_encoder_a), error code: 63 (err_stuck_knob_key) and error code: 6 (err_state_machine ) present and dust particles. The device was scrapped by the service center after the evaluation was completed.